Manufacturer narrative:
09-may-2025:product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b refills] heads are loose they don't sit on the toothbrush properly [device connection issue], when starts brushing the [oral-b refills] head comes out in her mouth [device breakage]. Case narrative: consumer's relative stated via phone call that brush heads were loose they don't sit on the toothbrush properly and when started brushing the [oral-b refills] head comes out in her mouth. No injury was reported. 09-may-2025 the product return was requested or its in transport. Evaluation will occur upon receipt of product return. No injury was reported.

Manufacturer narrative:
30-jun-2025:product investigation result: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
[Oral-b refills] heads are loose they don't sit on the toothbrush properly [device connection issue]. When starts brushing the [oral-b refills] head comes out in her mouth [device breakage] product counterfeit-oral-b [product counterfeit]. Case narrative: consumer's relative stated via phone call that brush heads were loose they don't sit on the toothbrush properly and when started brushing the [oral-b refills] head comes out in her mouth. No injury was reported. 09-may-2025 the product return was requested or its in transport. Evaluation will occur upon receipt of product return. No injury was reported. 30-jun-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the (oral-b toothbrush head refill). No injury was reported.